Manufacturer narrative:
Per the tandem user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 52 mg/dl. Reportedly, customer accidently unlocked their pump and initiated a bolus which decreased their bg level. Reportedly, customer required assistance from their spouse who provided ice cream and candy to address bg level. Reportedly, emergency medical technicians were called but observed customer only to ensure that low bg resolved. Systems check with tandem technical support confirmed the pump is functioning as intended.